Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause fot he failure was isolated to an open white (drvn_gnd) and brown (-5v) in the trunk cable connector. The root cause for the open wires could not be positively identified but was likely excessive force on the trunk cable connector. No adverse event resulted form the open wires. The patient received a replacement electrode belt.

Event description:
A zoll territory manager called zoll customer support to report that a (B)(6) male patient's electrode belt had a damaged connector. The patient was issued a replacement electrode belt.